Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (failed incoming testing) has been confirmed. Upon investigation the monitor receptacle was stuck inside the trunk cable connector was. The electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was unable to be positively identified. No adverse event resulted from the damaged belt.